Event description:
It was reported that the patient developed sores, potentially from an allergic reaction. The patient was taking antibiotics and it was stated that she would "have to be on them all the time." It was noted that the neurologist did not believe there was a connection because the reaction did not occur until well after implantation and it was following a "life event." It was also reported that the patient was having heightened depression while stimulation was turned on. Another report on the same day stated that the patient did not have the sores in the months following the surgery. The physician stated that the sores were not from "rejection" because the device is not a biological substance. It was also stated that depression is a common symptom for parkinson's. It was noted that a lead was implanted in the globus pallidus internus. Three weeks later, it was reported that no actions or troubleshooting were required, but the patient outcome was "unknown at this time." No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# v741376, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v741376, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).